Event description:
It was reported that a patient underwent three endoscopic retrograde cholangiopancreatography procedures all of which were performed using the same duodenovideoscope and potentially contracted infection from one of the procedures. No additional details for the infection, treatments or interventions have been reported, and the current patient outcome/status is unknown. It remains unclear which procedure, may have contributed to the suspected patient infection. Reportedly, the scope was taken out of service for testing/culture. Follow-up good faith attempts have been conducted and additional information is pending at this time.